Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The customer kept the probe at room temperature for 12 hours and then stored it in the fridge. When they used it, the probe did not work. Additional information was received on 12 nov 2014 with the following: during the (B)(6), the probe was brought outside the fridge to be used, but was not inserted or used at that time. It was kept outside the fridge for 12 hours and then put back in the fridge again. The probe was then inserted in the patient on (B)(6) 2014. After calibration, no value appeared. There was no consequence on the patient. Another probe was inserted the next day. Additional information has been requested.